Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient's infusion set had bent cannula and had been receiving insulin flow block but not when she had high blood glucose. The patient's blood glucose level was between 200-300 mg/dl and was throwing up. Next day, she went to the emergency room with blood glucose level of 594 mg/dl and was diagnosed with diabetic ketoacidosis. She received saline drip and insulin drip as corrective treatment. She was given nausea and pain medication, as well. She was hospitalized for 2 nights. Her current blood glucose level was 147 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.